Event description:
It was reported that a physician trained in the use of a proglide device attempted arteriotomy closure of the femoral artery after an unspecified procedure. Reportedly, the proglide device failed to advance through the vessel and an angioseal was used to achieve hemostasis. There were no adverse pt effects. Though requested, no add'l info was available.

Manufacturer narrative:
(B)(4). The customer reported the device was discarded. The lot number was not identified; therefore, a device history record review could not be performed.